Event description:
It was reported that this right atrial (ra) lead exhibited high, out-of-range pacing impedance measurements measuring, greater than 3,000 ohms. Additionally, there were observations of noise which was reproducible with proactive maneuvers. Technical services discussed possible causes. Additionally, there was a stored episode in which the patient received quick convert and one inappropriate shock for atrial fibrillation (af) in which the shock successfully converted the atrial arrythmia. At this time, the lead remains in service. No additional adverse patient effects were reported. Additional information received indicates that this lead was fractured and exhibited high capture thresholds. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited high, out-of-range pacing impedance measurements measuring, greater than 3,000 ohms. Additionally, there were observations of noise which was reproducible with proactive maneuvers. Technical services discussed possible causes. Additionally, there was a stored episode in which the patient received quick convert and one inappropriate shock for atrial fibrillation (af) in which the shock successfully converted the atrial arrythmia. At this time, the lead remains in service. No additional adverse patient effects were reported. Additional information received indicates that this lead was fractured and exhibited high capture thresholds. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to field h6 added patient code electric shock. Correction to device coding; removed inappropriate shock code.

Manufacturer narrative:
Correction to device coding; removed inappropriate shock code.

Event description:
It was reported that this right atrial (ra) lead exhibited high, out-of-range pacing impedance measurements measuring, greater than 3,000 ohms. Additionally, there were observations of noise which was reproducible with proactive maneuvers. Technical services discussed possible causes. Additionally, there was a stored episode in which the patient received quick convert and one inappropriate shock for atrial fibrillation (af) in which the shock successfully converted the atrial arrythmia. At this time, the lead remains in service. No additional adverse patient effects were reported. Additional information received indicates that this lead was fractured and exhibited high capture thresholds. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited high, out-of-range pacing impedance measurements measuring, greater than 3,000 ohms. Additionally, there were observations of noise which was reproducible with proactive maneuvers. Technical services discussed possible causes. Additionally, there was a stored episode in which the patient received quick convert and one inappropriate shock for atrial fibrillation (af) in which the shock successfully converted the atrial arrythmia. At this time, the lead remains in service. No additional adverse patient effects were reported.